Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a constant tone that she is unable to stop. The patient's blood glucose at the time of incident was 398 mg/dl. The mother stated that the tone occurred while her son was sleeping. She confirmed that no alarms were received prior to the tone. It is unknown what caused the persistent tone. She was instructed to monitor the pump and monitor her son's blood glucose, and to revert to a medically prescribed back-up plan. The mother was advised to remove the battery from the pump for two hours and then call back. After the two hour pump rest the mother was instructed to change the battery, complete the rewind sequence, and reprogram the pump. No products were shipped or returned.